Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa multiple times while the physician attempted to eliminate the presence of a large mitral shoulder and the proximal position of the device. During the last attempt at deploying the closure device, a perforation was noted in the laa. The physician performed a pericardiocentesis as the perforation resulted in a pericardial effusion with cardiac tamponade. The patient went to cardiac surgery to repair the perforation and to clip laa of the patient. Two days post procedure the patient died.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa multiple times while the physician attempted to eliminate the presence of a large mitral shoulder and the proximal position of the device. During the last attempt at deploying the closure device, a perforation was noted in the laa. The physician performed a pericardiocentesis as the perforation resulted in a pericardial effusion with cardiac tamponade. The patient went to cardiac surgery to repair the perforation and to clip laa of the patient. Two days post procedure the patient died. It was further reported that sudden cardiac arrest occurred.